Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated to reflect the information received on (B)(6) 2017.

Event description:
Additional information was received on (B)(6) 2017 from the manufacturer's representative. It was reported that the pump was left at the facility for the manufacturer to return. The rep reported that they would check the following week to see if it was available for return. Additional information was received on (B)(6) 2017. It was reported that the pump had been disposed of and the pump could not be returned to the manufacturer for analysis. No further complications were reported.

Manufacturer narrative:
Other components include: product ID 8598a lot# serial# (B)(4) implanted: (B)(6) 2011. Product type catheter product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2011. Product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was rece iving an unknown drug at an unknown concentration and dosage via an implantable pump. On (B)(6) 2017, it was reported that the patient was showing signs of withdrawal. The patient's hcp planned to replace the pump and the catheter. No environmental/external/patient factors were reported. The replacement was scheduled for (B)(6) 2017. The issue was not considered resolved at the time of the report. Additional information was received on (B)(6) 2017. It was reported that during the replacement surgery, the hcp found scar tissue that had built up and occluded the catheter in the pump pocket. The scar tissue was removed and there was good csf flow after the catheter was cut. The hcp injected dye into the catheter to ensure that it was intrathecal, which it was. The hcp replaced the pump connector portion of the catheter and replaced the pump because eri was considered near enough. It was indicated that the patient's pump would be returned for disposal and the pump portion of the patient's catheter was removed and replaced, but a portion was left in place with the spinal portion of the patient's catheter. It was unknown if the patient's withdrawal symptoms had been resolved. Additional information was received on (B)(6) 2017. It was reported that the pump was left at the facility for the manufacturer to return. The rep reported that they would check the following week to see if it was available for return. No further complications were reported.